Manufacturer narrative:
B3. Actual event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced that the device auto deflated during intercourse, and the patient felt burning sensation in his scrotum. He has since been able to inflate the cylinders without the bulb remaining flat and making a hissing sound. The patient stated that he had done valve reset techniques with no resolution. The patient service specialist encouraged the patient to reach out to the physician for device evaluation. Boston scientific has been unable to obtain further information despite good faith efforts.